Manufacturer narrative:
Device unique identifier (UDI) # (B)(4). Approximate age of device ¿ 12 days. The pump was not returned for evaluation. A correlation between the device and the report of stroke and multi-organ failure could not be determined through this evaluation. The instructions for use lists stroke as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient expired due to a stroke and multi-system organ failure. No further information was been provided.